Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in hospital with a patient notifier alert. Upon device interrogation, the right atrial lead exhibited low lead impedance and noise. The patient presented on (B)(6) 2017 for lead revision. The lead was explanted and replaced. The patient did not experience any adverse consequences during the procedure.